Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer provided their cleaning and sterilization prosses for olympus to review, no obvious deviations from the IFU were found. There was also no physical damage at the place where the foreign material was discovered. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. The event can be detected and prevented by following the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material on nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.